Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not working and they received an alarm which caused the insulin pump to turn off and did not start after a battery change. The customer also experienced a high blood glucose ad the blood glucose of 500 mg/dl at the time of the incident. The customer was given manual injections to treat their high. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and no further details were provided. The insulin pump will not be returned for analysis.